Manufacturer narrative:
Insulin pump passed the displacement test. Unit was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected error test, prime/compromised force sensor system test, excessive no delivery test, and occlusion test due to motor error alarm. Insulin pump was received with normal operating current. Insulin pump passed self-test and passed off no power test. The motor was tested outside of the device and passed. Insulin pump was also received with minor scratched lcd window, cracked case at the display window corners, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a functional check. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.